Manufacturer narrative:
(B)(4).

Event description:
The patient reported uncomfortable stimulation/overstimulation. The reported issue was not related to positional movements. It was noted: consider decreasing amplitude. Does this eliminate the uncomfortable stimulation? Yes. Patient to review programming direction at post-op follow-up appointment in two weeks. Symptoms reported were: stimulation uncomfortable. Event date: (B)(6) 2016. Indications for use were noted as: gastrointestinal/pelvic floor. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.